Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels decreased to 33 mg/dl while wearing the pod on the hip/buttocks for between 25 and 36 hours. The patient started to convulse and spoke nonsense. The patient drank grape juice and loss consciousness. The patient's spouse called emergency services and the patient was given bread with honey and more juice to increase the bg levels.

Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause the pod to over deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod data was free of timeouts and drive stalls suggesting the pod functioned as intended. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. No problem was found.